Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a health care professional (hcp) via a manufacture representative (rep) regarding an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the lead was tested intraoperatively and good efficacy and tremor control was noted. The lead was secured in place and the stiffening stylet was removed from the lead. A final scan was taken to confirm the placement of the lead. The scan showed the dbs leads looked to have deviated from the target starting at 24mm above the target. This was measured to be about 5mm off of plan at the distal tip. The surgeon believed this was due to a brain shift and happened after the lead stylet was removed. Because the test stimulation showed the patient was getting good tremor control and efficacy from the placement, the lead was left in this position. No interventions were taken. The issue was resolved at the time of the report. No surgical intervention occurred or was planned. The patient was alive without injury at the time of the report.